Event description:
It was reported that in central processing, it was observed that the tips of the fenestrated bipolar forceps instrument did not align. Nothing fell into the patient in a previous procedure and there was no patient harm.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was not able to verify the reported complaint. The instrument was placed on an in-house system and driven. Recognition and engagement test passed. Instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. 48 - failure analysis investigation also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .222 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.